Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was displaying a failed to open message. The customer attempted to recover and reboot the failed drawer; however, it continued to indicate that maintenance was required. The station was then shut down by unplugging the power cord from the back of the station and waiting for 2 to 5 minutes. After reconnecting the power plug and turning the station back on, the customer attempted to recover the drawer again, but the drawer continued to fail. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication spill was found. A field service engineer found medication spill then cleaned out to resolve the issue. Performed functional test customer successfully inventoried. The system functioned as intended after the field service engineer repaired the device.